Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Medical records were received from the patient's treatment facility and indicated the patient developed staphylococcus epidermidis peritonitis. During follow-up with the patient's nurse she was not able to confirm technique failure as she believed the peritonitis developed while the patient was in the hospital for another reason.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. Clinical review of medical records included culture results for a staphylococcus epidermidis peritonitis only. There was no allegation against fresenius peritoneal dialysis products. The peritonitis was unlikely due to fresenius products and likely due to technique failure.